Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported the lead slid out of place to the left. As a result the consumer's pain suddenly wasn't being covered and there was no therapy in the area paresthesia was intended to cover which resulted in a revision sometime around (B)(6) 2016. Following the revision the consumer was getting good stimulation, although they did have to turn stimulation up more resulting in more charging (about every three days).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.